Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that a temporary basal insulin delivery rate of 0.00 units was programmed for 12 hours prior to the hospitalization. The patient's father stated that the patient had attempted to deliver an insulin bolus at the time the temporary basal rate was programmed. The patient has continued to use the pump with no reported subsequent events.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.